Event description:
Customer reported nurse hung campath (a.k.a. Alemtuzumab - research chemo infusion) as ivpb at 13:32 in usual fashion. After 5 mins, pt said IV line was dripping from distal y site of primary set. Nurse calculated that saline priming fluid was still in line and no chemo had leaked. She discontinued infusion, sent medication bag to pharmacy and cut out and saved the section that leaked, discarding the rest of the set. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.